Event description:
A (B)(6) male to radiology special procedures to fluoroscopy table w/ armrest devices placed beneath the pt's padded mattress bil. Approx 30 seconds after pt moved to the table, pt sat up slightly to cough and fell off the radiology table onto the floor. Pt was face down on the floor with blood on face. Pt was immobilized w/ neck and spine immobilization. CT of head performed and pt was transported to the ed for sutures. Approx 1 inch laceration noted over pt's right eyebrow, and approx 1 inch avulsion noted over bridge of nose. Pt was returned to the radiology suite for successful completion of scheduled procedure. Pt had remarkable bruising to face for several weeks after fall but no permanent harm. The table has 2 c-arms to all for pa and lat images. The table can be moved in multiple planes to allow for images. The table does not have side rails or a bed alarm. The table does not have safety straps that can be permanently applied at any level along the bed if deemed necessary w/o interfering with the operation of the c-arms and/or the quality of the images. Arm boards are used to support pts while on the table; in this case, the arm boards were in place but the pt sat up and coughed and then toppled over the edge of the table in spite of these arm boards. This table is so narrow and has no safety devices to assist in securing the pt. The simple movement of coughing was how this pt was able to fall off the table. This is a pt safety concern. We are now using velcro under the mattress to wrap around the pt but with nothing on the table with which to secure the velcro, a pt could still come off the table. Mfrs need to improve pt safety by designing safer tables with more safety features. The pt was attended by an experienced nurse and scrub tech.